Manufacturer narrative:
A ge svc rep performed an onsite investigation. The system's batteries were replaced. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system displayed a precharge voltage error message and would not boot up. No pt injury was reported.